Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called and requested assistance with programing the blood glucose meter number on the insulin pump. Two days later the customer called back and reported that the insulin pump was not beeping when a warning appears on the screen. Troubleshooting was performed. The customer stated that he could hear the beeps during the self test. Then the customer stated that the insulin pump did light up but never beeped or vibrated. Went through the insulin pump and tried to get it to alarm or beep, but it does only during the easy bolus function. No further information was provided.